Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) patient to report an inability to baseline the patient with adjust belt/check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (cannot baseline/adjust belt/check belt) was confirmed. Upon evaluation, the j7 component was damaged inside ECG electrode d. The cause of the inability to baseline and adjust belt/check belt messages is the damaged component. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the damaged component. The patient was issued a replacement electrode belt.